Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the full lead found the helix disengaged from the helical channel. Blood was also found in/on the helix /lobe mechanism and the sleeve head. Finally a tip seal observation was noted.

Event description:
It was reported that during the implant procedure there was positioning/fixation difficulty, and during the initial placement there was poor sensing, poor threshold, and poor current of injury. In addition, on the second and third attempts at positioning the lead, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.